Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had attune total knee implanted on (B)(6) 2014. Attune tibial component became loose and was revised on (B)(6) 2017 along with femoral, patella, and tibial insert. Patient consequence? :unknown. Action taken for procedure:revision surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.